Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a proactive measure the power related circuit boards and cables were reseated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system c-arm mainframe was not booting up, but the workstation would boot up. There was no report of patient injury.